Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a ventricular tachycardia (vt) episode that looked like a supraventricular tachycardia (svt) episode and provided inappropriate atp. Programming changes were discussed. No interventions were reported. There were no patient consequences reported.